Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that when the patient stretched or turned in the middle of the night, her whole body 'vibrates or gets shocked.' It was added that the patient felt this in her 'abdomen' and that it was not painful, but it felt like a 'shivering' sensation. This also happened in the daytime sometimes, but 'always as she was transitioning to lie down or transitioning to stand up.' This had been happening for 2 months. Of note, the patient was pain free and was feeling stimulation on her back, which was the appropriate location. The patient stated she does have a seizure disorder, but that this felt different. The patient did not want to turn her stimulation off to assess if the sensation went away as it helped with the pain. Of importance, the patient's device was activated for adaptivestim, but the patient was unaware that the voltage changed with her positional changes. She was also unaware of the settings or voltages for each position. The patient confirmed the correct position was being detected for each position. The adaptivestim setting was left as is, as the patient was unaware of how to operate this feature. The patient was redirected to her physician for further evaluation. If additional information is received a follow up report will be sent.

Event description:
It was reported that the patient's whole body shakes when she yawns or stretches. The patient reported that "it doesn't hurt" but it was disconcerting. It was also reported that this began a month prior to report. The patient stated they had a fall that occurred around (B)(6) and she landed on her hip where the device was located. The patient stated they did not have the device checked at that time because "it did not seem like it damaged anything." The patient stated, the device stimulation "felt fine," the device charged properly, and the battery life did not change. It was also stated that symptoms went away when the device was turned off. The patient was redirected to their healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received from the patient confirmed that the patient experienced a shocking sensation and a loss of therapeutic effect. The patient stated that the settings on their implantable neurostimulator (ins) device was helping with their pain but had problems recently. Specifically, the patient experienced leg twitching and hip pain. It was noted when they stretched they had leg spasms. Also, when the patient "reached" their arms up or combs their hair they felt a "lightning bolts going down her legs". This issue began 3 to 5 days ago and experienced the same sensation yesterday when they reached up to get a can of tomato sauce. The patient noted that they normally just had leg and back pain but never pain in the hips. The patient had program a and b on the ins device for leg and back pain but not for new hip pain. It was also reported that when they increased the stimulation "it vibrates". The patient questioned whether or not the "this thing is failing". The patient was trying to follow up with their physician but was unsuccessful at the time of this report. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
(B)(4).

Event description:
When contacted for follow up information, the physician reported that they had not seen the patient since (B)(6) 2012 and no further information was provided.